Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer was able to rewind the pump. Customer performed self test and the pump did not passed the test. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to remain disconnected and to program a 0.2 unit fill cannula into the air to determine if delivery is successful. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer return pump for alleged hardware low level failure found on (B)(6) 2022 .the pump passed the displacement test and self-test. Unit successfully connected with bg meter and was monitor and no lost connection noted during testing. Unit received data from blood glucose meter successfully. Successfully downloaded history files and traces using thus. No hardware low level failure alarms during testing. Hardware low level failure (variable 3) was present in the history download on event date of august 16, 2022 08:46 pm. Esf# na, file number=37, line number= 367. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of cracked soldered joint on u1 (pin 5). The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, battery tube threads cracked, cracked belt clip rails. Hardware low level failure is confirmed due to cracked soldered joint u1 (pin 05). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.